Event description:
Hospital personnel were using a safeconnect valve, connected to IV tubing, in a pt who had been in cardiac arrest. They tried to connect a pre-filled syringe containing isoprenaline to the safeconnect valve, but were unable to administer the isoprenaline into the IV tubing. It is not known whether the pt received the isoprenaline by some other route of administration. At some point after this, the pt died. A subsequent formal hospital inquiry determined that the minijet syringe connection site was not compatible with the safeconnect valve, and that there was no product defect involved.